Event description:
It was reported that this right atrial (ra) lead exhibited noise. Programming options were discussed with technical services (ts). This lead will continue to be monitored and remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).